Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope experienced error 315 due to immersion of the switch block. The issue was discovered during setup in the room, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover has clotting protein. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water immersion into the scope connector caused water droplets to adhere to the circuit board and short-circuit, resulting in image abnormality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope experienced error 315 due to immersion of the switch block. The issue was discovered during setup in the room, before the patient was in the room. There were no reports of patient involvement.